Manufacturer narrative:
Product event summary: the actual lead was not received for evaluation. However, performance data collected from the associated device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that the patient received a lead alert from their implantable pulse generator (ipg) device. Stored data revealed a high number of low impedance readings for the right ventricular (rv) pacing lead that started occurring shortly after the last device changeout procedure. The lead remains in service. No patient complications have been reported as a result of this event.